Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A transmitter download and pairing test was performed and passed. A review of the bin file downloaded from the transmitter was performed and a transmitter failed error was found. The allegation was confirmed. The probable cause was determined to be a transmitter high current state. No injury or medical intervention was reported.